Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cusa 23 khz standard tip broke after 15 minutes during a lobectomy. No delay in surgery other than the 10 minutes for replacing the tip and the patient did not incur an injury. The settings were as follows: suction 70, irrigation 30, vibration 70. The handpiece had a cem nosecone attached to it. The tip did not come in contact with any other instrument or tool during this procedure.